Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Patient's mother claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error. A CAPA has been initiated for this issue.